Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device has found it to be in good physical condition. A syringe was used to inflate the cuff was submerged under water to verify for leaks. Bubbles were noted to be coming from the pilot balloon. The reported customer complaint was confirmed. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that during the use of a smiths medical portex blue line ultra suctionaid tracheostomy tube, air reported to have leaked from tracheostomy (trach) tube while in use. No reported adverse patient effects.